Manufacturer narrative:
According to the customer on 3/8, "during a coronary angiography the staff had to manually hold a syringe in place for the final few injections". The customer reported there was no serious injury, medical intervention, or follow-up required and that the patient is fine. A sample is available for evaluation. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the customer on 3/8, "during a coronary angiography the staff had to manually hold a syringe in place for the final few injections".